Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they turned stimulation off because the hcp wanted to see if the patient was describing a different symptom. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that since turning s tim on, they noticed the stim is too high. They asked the rep to turn it down, and the rep set the stim. They told the rep it was still too high, but the rep told them it was about as low as they can go. The patient was not pleased at this point because it is too high. The patient said their seizures are not daily but weekly or every other week. It feels like they are post seizure. The stim is causing issues with their memory and other. They said they feel like they had 4-5 alcoholic beverages, felt like a buzz from drinking, and their mind did not feel clear. Their brain felt like it had been squeezed and noise escalates their symptoms so they have isolated themselves. They were redirected to their healthcare provider (hcp). The stimulation was currently off as the patient said lowering it did not help. The issue was not resolved at the time of the report. No further complications were reported or anticipated with this event.